Event description:
Customer's wife reported that on (B)(6) 2014 she purchased an adc freestyle meter kit, but when she opened it there was no meter or test strips inside. Caller further reported customer was experiencing "low blood glucose and began to sweat", but because the meter was missing they had to use a neighbor's unspecified meter to test with. It is unknown what reading was obtained, but caller noted she gave the customer a pill named "lanzas". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number of the meter is unknown; hence the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.